Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received after loading a cartridge onto the pump. Customer's blood glucose level was 170 mg/dl. Review of pump data was performed and it was found that the customer had been overfilling the cartridges; however, the customer denied this finding. Reportedly, the customer continued to use the pump for insulin therapy.